Manufacturer narrative:
Analysis of the pump (B)(4) found no anomalies. Analysis of the catheter (B)(4) found that the pin connector/collet was not fully locked into place. The conclusion code 92 applies to the 8784 catheter (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative. It was reported on (B)(6) 2016 that a catheter was revised with a catheter pump segment revision kit but the connector piece of the first kit utilized was broken upon opening the kit. Another kit was utilized and the existing catheter was revised. It was noted that the broken connector piece was accidentally thrown out and would not be returned to the manufacturer. Refer to manufacturer report 3004209178-2016-22048 for event pertaining to the catheter revision. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information pertaining to this event previously reported in MFR. Report #3004209178-2016-22048.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-oct-17. It was reported that the cause of the broken connector piece was unknown.

Manufacturer narrative:
Product code was corrected from llk to lkk. Common device name was also corrected from legging, compression, non-inflatable to pump, infusion, implanted, programmable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.